Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced stomach pain and a urinary tract infection. The patient was given intravenous medications. The patient continues to use therapy with effective pain relief and there have been no reports of further complications regarding this event.

Manufacturer narrative:
This report is to update.

Event description:
Follow up indicated that the physician did not believe the issues to be related to the device.